Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that air bubbles were noticed more often during pulse field ablation procedures using the faradrive steerable sheath. No patient complications occurred to date. No further information was provided for the historical events. More information was provided. They noted that the air bubbles were observed towards the end of the procedure after ablation was performed. This occurred in the previous five to six cases. Aspiration was performed and sheath was removed. No device is available for return.

Event description:
It was reported that air bubbles were noticed more often during pulse field ablation procedures using the faradrive steerable sheath. No patient complications occurred to date. No further information was provided for the historical events.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.